Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and the customer did not know how this occurred. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. Reportedly, the touchscreen shows the unlock screen; however, the pump cannot be interacted with beyond the unlock screen. It was indicated that the customer has back up manual injections for insulin therapy.